Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. Customer reported that there was crack near battery casing and pump rejected new batteries. Customer reported that they lost settings and low alerts were off. Insulin pump also stated low battery but battery wasn't low and battery was corroded. Customer reported random no delivery alerts. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected failed battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with stripped battery cap coin slot(p). Device received with cracked battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.